Event description:
The facility reported a colleague infusion pump with failure code of 550:320:654:0000. According to the facility, this event occurred upon power up during biomedical testing. During product evaluation, a baxter service technician confirmed failure code 550:320:654:0000, but also found the pump did not audibly alarm for this condition. No additional information is available. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:654:0000 was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).